Manufacturer narrative:
On occasion rings or valves may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In this case, it was reported that it was decided to replace aortic valve since the patient was also undergoing mitral valve replacement. There was mild calcification present during explantation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The reported event cannot be confirmed. The device was discarded at the hospital. However, it has been determined that the root cause of this event was likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. Of note, this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted for approximately 10 years and three (3) months, was explanted due to aortic stenosis. Calcification was mild and it was relatively not a problem; however, the patient required mitral valve replacement as well, so the aortic valve was also explanted. There were no adverse patient effects as a result of the valve replacement. Patient status was reported as recovering at ICU.